Event description:
It was reported that the insulin pump experienced an off no power anomaly and shut off in the middle of a bolus attempt. The customer's mother stated that she and the customer changed the battery out twice, but he was unable to deliver the bolus. She took the battery out and reset the device, and the screen just showed set bolus. She stated that they replaced the battery again, and the insulin pump had a blank display. The blood glucose reading was 237 mg/dl. She stated that this was the second occurrence of off no power without a low battery warning beforehand. The customer's mother also reported that the insulin pump alarmed motor error and battery out limit. No significant events leading to the alarm were noted. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.